Event description:
Catheter broke and had to be surgically removed. The catheter was attempted to be electively removed without success. An ultrasound was ordered revealing a clot throughout the saphenous vein per the doctor. The line was initially pulled out 4-5 cm without difficulty and then resistance was encountered. A warm soak was applied for one hour. The line was removed with some resistance and entire length of catheter measured approx 31cm (original length 30cm). They were unable to discern the markings on the last 10 cm of the catheter. A cord was palpitated in the mid thigh area and the doctor informed. X-ray ordered and 4-5 cm of catheter seen in leg vessel. The catheter portion was surgically removed.

Manufacturer narrative:
Results of device investigation will be filed in a supplemental report when completed.